Event description:
During a laparoscopic appendectomy the surgeon noted that there was smoke coming out of the handle of the suction/irrigator. Smoke was coming out of the blue port on the handle. The handle was turning off and on by itself.